Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-ipg-r-MRI. Upn: m365sc12000. Model: sc-1200. Serial: (B)(6). Batch: 363264. UDI: (B)(4).

Event description:
It was reported that the patient had all contacts out on one lead. The patient underwent a lead replacement procedure and the implantable pulse generator (ipg) was also replaced due to an unknown reason. The patient was doing well and was able to get full coverage after the procedure. The explanted device was not returned. No further information could be obtained despite good faith efforts.